Event description:
Philips received a complaint on the defibrillator indicating that the device was unable to boot up. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The product malfunction was unable to be confirmed because the customer did not respond to submitted quote for repair and expired. A review of the service history for this device shows the problem has not been reported again for this device.